Manufacturer narrative:
Patient & device information requested, not provided. The actual device has been returned for evaluation. The returned item was a mini guidewire only. (Hereinafter referred to as the actual sample) visual inspection found the actual sample was divided into two portions, the fragment and the main body, and the size was approximately 29mm and 795mm respectively. Since the normal length of this product type is 800 mm, the actual sample seemed to have been stretched. The fractured part of each portion was inspected with a microscope. The outer layer was stretched, and the core wire was exposed. The core wire was approximately 5mm in length. The distal end was properly processed (in round shape). A part of the outer layer was peeled off. The main body proximal end was properly processed (in round shape). The core wire was exposed at the distal end. No abnormalities such as peeling of the outer layer were observed in other parts. From the investigation result showing the length of the main body (795 mm) and the core wire of the fragment (5mm), it was inferred that there was no core wire missing from the actual sample. As for the outer layer, as the fracture surface of each portion was found matched to each other in terms of shape, it was considered that there was no outer layer missing from the actual sample. Electron microscopic inspection of the fragment found a lengthwise scratch in the distal part. From this, it was inferred that the distal part of the actual sample was caught in a hard object (e.g., sfa lesion) the outer diameter of an undamaged section was measured and confirmed to meet the specifications. The core wire was separated from the outer layer and inspected under electron microscope. The fracture end of both portions had been curved and tapered. A dimple pattern was observed on the fracture surface of both portions. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Simulation testing was conducting regarding the fracture of the mini guidewire, we have conducted the following simulation test in the past, and we are aware that there is a regularity in the fracture state of the core wire depending on the mechanism leading to fracture. When repeated bending force is applied (application of repeated 90° bending force until fracture occurs). There is no taper or the like at the fracture end of the core wire, and a dimple pattern (hole-shaped pattern) is observed on the fracture surface of the core wire. From this, it was thought that this mechanism of occurrence was different from that of the actual product. When continuous one-way torque force is applied in one direction to curved guide wire (application of continuous torque force in the same direction until fracture occurs). The fracture end is flat and not deformed in a taper shape. Dimple pattern is observed on the fracture surface. From this, it was thought that this mechanism of occurrence was different from that of the actual product. When tensile force is applied (apply tensile force until fracture occurs) the fracture end becomes tapered. From this, it was thought that this mechanism of occurrence was different from that of the actual product. When pulling force is applied to a sample held in loop shape (pulling force is applied to a loop-shaped sample until fracture occurs) the fracture end becomes curved and tapered, and a dimple pattern is observed on the fracture surface. This state was considered like that of the actual product. Based on the results of the investigation and the simulation test, it was thought that the fracture occurred by the following mechanism: (a) the tip of the actual sample was stuck due to contact with some hard object (such as a lesion of sfa); (b) deflection occurred at the distal part of the actual sample due to pushing force applied to the actual sample sticking in some object; (c) furthermore, when torque force was applied to the actual sample, a loop was made. Subsequently, when pulling force was applied to the actual sample, the core wire of the actual sample was fractured; (a) as the pulling manipulation continued, the outer layer was stretched and torn off. Relevant instructions for use (IFU) reference: "do not withdraw the guide wire through the cannula, as shearing of the guide wire may result. If resistance is met, do not advance, or withdraw the mini guide wire until the cause of resistance is determined". Terumo medical products (tmp) (importer) registration no.(B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the product was used during an endo vascular treatment (evt) procedure. Ipsilateral antegrade access with a mini guidewire to superficial femoral artery (sfa). After the insertion of sheath, the mini guidewire was trapped and unable to be removed, and it got fractured when pulled. The fractured distal piece was trapped in the sfa. After the completion of treating sfa, below the knee (btk), the fractured piece was captured with a 4mm-loop snare and retrieved from the patient. No fragment remained in the patient. Puncture was done successfully, no blood loss. The event occurred intra-operative. There were no other devices or equipment used with the reported product. The patient required medical or surgical. Medical intervention with a snare was performed. The patient's final impact was not harmed.